Event description:
During a laparoscopic gastric bypass procedure, the device would not fire and it was noticed that the staples and orange drivers had begun to appear on the cartridge. The surgeon used suture to laparoscopically close the stomach pouch. There was no reported pt consequence.